Event description:
A caller reported experiencing a cartridge alarm 20 issue with a pump. There was no adverse impact on the customer's blood glucose level. The customer had not previously reported this specific alarm with the pump, although there were alarms with consecutive cartridges. Tandem technical support confirmed the need for a replacement pump, and despite the pump being out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump.